Event description:
The physician stated that "the patient had a bilateral augmentation mastopexy and immediately developed red breast". The patient lost the right breast implant and right seriscaffold device due to an infection. The left breast implant and left seriscaffold device remain implanted. The physician believed that these adverse events were due to the seriscaffold devices and the recall that was issued on this lot number.

Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2013. Device labeling: warnings: do not use seriscaffold surgical scaffold if the sealed pouch is punctured, torn, or otherwise compromised." Device labeling addresses the reported events of infection and irritation/inflammation as follows: "adverse reactions are those typically associated with surgically implantable materials, including infection potentiation, inflammation, adhesion formation, fistula formation, and extrusion.